Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that after she went through a security screener she has been in "a lot of pain." The patient stated that she left her ins on when going through the screener. The patient was advised that she should consult with a healthcare provider. Patient status is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.